Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was facing slowness with the pyxis-frinfusion. Patients would be admitted in epic, but then it was not searchable in the pyxis for a few minutes. They have provided some examples of mrn's used that morning on (B)(6): (B)(4). Pharmacy had also tried re-booting the machine, but issue persisted the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had slow performance. A technical support specialist tss dialed into server and the downtime query confirmed that services were current. Device sync logs showed a snapshot isolation conflict during incremental sync, while sync information indicated that uploads were current, but the last download had not occurred since few days. No issues were found in the medication application debug logs, and the device sync status appeared normal. Tss dialed into the station, the uptime was noted to be over 760 hours, so the station was taken down, and a database backup was performed. A full sync was completed without dropping the database, and the last download timestamp updated correctly, confirming that data synchronization was successful with no remaining issues. The preadmission settings were reviewed, and the patient view setting in patient encounter system (pes) was displayed as requested. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was facing slowness with the pyxis-frinfusion. Patients would be admitted in epic, but then it was not searchable in the pyxis for a few minutes. They have provided some examples of mrn's used that morning 12/16: 01305306 and 03945908. Pharmacy had also tried re-booting the machine, but issue persisted the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.